Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up, hums) has been confirmed. Upon investigation the monitor was intermittently unable to power up. The cause for the failure was isolated to a defective y500 oscillator on the computer/analog board. The oscillator was not producing any output. The root cause for the defective y500 oscillator could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor will not power up.